Manufacturer narrative:
The local area field representative was contacted and no additional information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker expired suddenly. It was reported the paramedics connected the patient to their equipment and noted the pacemaker was not operating. The patient had been seen a few days prior and no device anomalies were noted on interrogation and there was approximately one more year of battery remaining. Boston scientific technical services (ts) discussed the equipment used by the paramedics may not be able to or may not be set up to show pacing spikes. It was also discussed that the device pacing pulses would no longer be able to stimulate that heart at some point around the time of death. Ts stated the device could be interrogated post mortem. The family planned to follow-up with the patient's physician.